Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical coordinator reported a patient with complaints of a haze/blurred vision of the left eye three days following topography guided treatment . Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Previously submitted method code was incorrect and updated code provided. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting there are no further problems related to the reported event.